Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.3., d.6b., g.1., h.6.

Event description:
Healthcare professional reported rupture confirmed via MRI. Record is for right side. The device has been explanted.

Event description:
Healthcare professional reported rupture confirmed via MRI. Record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.